Manufacturer narrative:
(B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: ? What suture type was used? Unk. What suture size was used? Unk. When the event occurred, was the suture placed near the hinge of the clip? Unk. Were you able to lock the clip closed on the suture? It did not lock when tried to lock the ratchet of the clips at the surgical field. If yes after it closed, was the clip holding securely fixed on the suture? Unk. Was the applier checked for damage (jaws straight and aligned)? Unk. If clip did not close/did not hold on to the suture, was the clip used in an application where the suture was under tension? Unk. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq)? (B)(6). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sale rep about the device returning. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a nephrectomy procedure on (B)(6) 2025 and suture clips were used. During the procedure, it was reported by a sales rep that, during a robot-assisted laparoscopic partial nephrectomy, when tried to lock the ratchet of the clips at the surgical field, but it did not lock for 2 packages in a row. The device was used for proper use. Another device was used to complete the case. No device will be returning. No further information is available. No adverse patient consequences were reported. Additional information was requested.